Manufacturer narrative:
B3 - date of event: "issue started happening on beginning of (B)(6) 2026. Customer cannot provide the exact date." Therefore, (B)(6) 2026 was selected. Results pending completion of the investigation.

Event description:
The customer reported receiving a total of 3 false positive hcg results while using the mckesson consult® hcg urine tests cassettes on 3 patients. The customer reported each patient presented prior to undergoing an iud placement procedure. Each patient provided a urine sample which was tested, the results were read at 3 minutes and a false positive hcg result was obtained. Confirmatory serum testing was performed which yielded a negative result. No negative health consequences were reported. As a result of the positive result, the iud procedure was rescheduled. Note: this MDR is for patient "1". Please see mdrs 2027969-2026-00051 and 2027969-2026-00052 for patients 2 and 3 respectively.